Event description:
It was reported by the rep that the (1) ez45g was used during a lung resection procedure. It was reported that the surgeon went to fire the device and the firing handle would not fire. He re-grasped the instrument onto the lung tissue and the device would not fire again. The third time he repeated the process the device fired. There was no consequence to the pt.